Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing sustained power cable disconnect alarms on the white cable despite changing out clips and batteries. The alarm continued when the patient was on the mobile power unit (mpu). The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms associated with the white power cable was unable to be confirmed. The heartmate 3 system controller (s/n: (b)6)) was not returned for analysis and was discarded. No log files, photos, or additional documents were submitted for review. Per the provided information, the alarm occurred on batteries, battery clips, and the mobile power unit (mpu). Swapping out the batteries and clips did not resolve the alarm. The controller was exchanged at home on (B)(6) 2023, and the alarm resolved. There was no obvious damage to the white power cable. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. A) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 patient handbook (rev. C) section 6 - "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10 - ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the alarms resolved after controller exchange.